Manufacturer narrative:
The device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. (B)(4).

Event description:
The pump was explanted and returned for investigation.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that after a patient experienced a fall, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. The physician reported that the issue was due to the patient's fall, and the patient experienced slightly increased pain since her fall. The pump will be explanted.